Manufacturer narrative:
The insulin pump alarmed motor error alarmed during basic occlusion test due to faulty force sensor. The insulin pump was unable to verify prime alarm due to motor error alarm. The motor passed motor test. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's wife called and reported that the insulin pump alarmed with a compromised force sensor system. Customer¿s blood glucose level at the time was not known. Troubleshooting occurred. The alarm was found in the history on multiple occasions, including (B)(6). It was stated that emergency medical services had come out but the incident was not thought to be related to the customer's insulin pump. It was advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.